Event description:
On (B)(6) 2016 the representative reported that the customer would not be able to return the pump. No further information was provided. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
A company representative reported that as per an healthcare provider (hcp) the (B)(6) patient in (B)(6) was receiving baclofen via their implanted intrathecal pump. The manufacturer/type of baclofen, drug concentration, dose rate were not provided. The drug lot number, concomitant medications, and medical history were unobtainable. The pump was implanted on approximately (B)(6) 2010. The indication for use regarding the pump was not reported. It was noted that the center where the patient lives called the center in charge of follow-up on november 2nd because the intrathecal baclofen (itb) patient "felt incomport (no withdrawal symptoms)" during normal use. The patient visit was planned the same date. When interrogating the pump the physician could read that the motor stalled on (B)(6) 2015 and the pump stopped on v 2015. There was no obvious explanation (no MRI) and the "drp was 19 months. In addition, an x-ray was performed and the components were described as being well connected. The pump was updated and the physician managed to restart the pump. The patient was seen again on (B)(6) 2015 and there were no additional events and the pump was working. The issue was resolved. It was unknown if surgical intervention was planned. The patient was without injury regarding their status at the time of the report. On 11-17-2015 additional information was received from the health are provider via the representative. The pump alarm started again on (B)(6) 2015 and the patient had withdrawal symptoms. The pump was interrogated and it showed that the pump had stopped working. The pump was emptied and the removed volume was 15.6 ml whereas the theoretical volume should have been 12.1 ml. As it was not possible to restart the pump, the patient received oral treatment and was hospitalized. The pump was replaced on (B)(6) 2015. The new pump was programmed with a rate of 750.2 g/day. The patient was doing well. Additional information was requested to clarify at the time of the event the drug type, concentration, dose, "incomport", and verification of pump stopped as it related to a tube set or stopped pump message. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
On 11/26/2015 additional information was received from a healthcare provider (hcp) via a company representative. The pump was delivering compounded baclofen 2000 mcg/ml; 750 mcg /day at the time of the motor stall. Session report data from (B)(6) 2015 noted the dose was 750.8 mcg/day and on that day it was changed to 749.3 mcg/day. It was clarified that felt incomport (no withdrawal symptoms) was meant to say the patient felt discomfort (he was a little restless) but the physician did not identified it was withdrawal symptoms at that time. The patient was not able to talk. It remained unclear as to the location of the explant device. Should additional information be received a supplemental report will be filed.

Event description:
On (B)(6) 2015 the representative further provided that the model and serial number was provided to the nurse who was going to check to see if the pump was available for return. No further information was provided at this time. Should additional information be received a supplemental report will be filed.